Manufacturer narrative:
Final analysis found clavicular crush damage to the outer insulation at 18.5 cm to 20.0 cm from the connector pin. The inner insulation was abraded at 19.0 cm to 19.5 cm from the connector pin. The damage identified, likely contributed to the reported electrical anomalies.

Event description:
It was reported that the right ventricular lead exhibited high thresholds, low impedance and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.